Manufacturer narrative:
The device was returned to olympus for inspection, and the reported failure was not confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: the air-water cylinder and the tube had white foreign objects. Based on the results of the investigation, olympus confirmed foreign material came out of the device, but the type of the material cannot be identified. However, it is likely the following led to the malfunction: the foreign material was possibly not removed completely even if the reprocessing steps were conducted properly. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the gastrointestinal videoscope lost a signal during an unspecified procedure and presented a severe interference on the image (snow or noise in the image). There were no reports of patient harm.